Event description:
The customer reported that insulin squirted out and the device alarmed an error during the manual prime process. The blood glucose reading was 155mg/dl. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had cracked case on the display window and scratched screen.